Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020193 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020193 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer reported that she received no lines in the test window. She confirmed she did apply the sample in the correct window and applied the correct amount of liquid but no lines appeared. She tried a second test and that worked fine.

Event description:
Invalid result (s). Customer reported that she received no lines in the test window. She confirmed she did apply the sample in the correct window and applied the correct amount of liquid but no lines appeared. She tried a second test and that worked fine.